Event description:
In 2005, the patient was treated with a nasal dressing following sinus surgery. One day following treatement, the patient reported that the nasal dressing had fallen into the back of his throat causing the patient to choke and, subsequently, to remove the nasal dressing prior to returning to the hosp. The physician confirmed the nasal dressing had been removed and no patient injury has resulted.